Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, the missing forceps cover was likely, due to stress or user¿s handling, however, a definitive root cause could not be identified. The instructions for use, identify the following verbiage, which may help detect the phenomenon: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified therapeutic procedure at preparation for use, the stent (model unknown) became stuck on the lip of the biopsy opening while trying to remove it from the scope. The customer reported that the stent will move down the biopsy channel and out the distal tip, but will not exit out through the biopsy channel without extreme force. The customer reported the stent was inserted into the scope¿s instrument channel while the scope was angulated. It is unknown if the intended procedure was completed. There was no patient injury reported. The device was returned to the service center for evaluation and the glue peeling on the forceps cover and the probe chipped and cut. This is considered a reportable malfunction.

Manufacturer narrative:
The event date is (B)(6) 2021, when the forceps cover glue was noted to be peeling. Further inspection of the device noted a leak from the probe. The scope¿s bending section glue was found cracked. The control knob movement was checked and heavy tension, was noted as well as a leak between control knobs. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.